Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Bg value not provided. The cause was unknown. Elevated bg was addressed via a manual injection. Customer required assistance from emergency medical services (ems) to remove infusion set. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.